Event description:
It was reported that when carm moved lateral left 90 degrees, it keeps moving, tech must stop it and reset angle. No injury reported. A field engineer was dispatched to the site and determined that the carm switch control panels needed to be replaced. Once this was completed the system was working as intended.